Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer replaced the newly installed datasette with another. A getinge service technician reported that he spoke with the hospital's biomedical department and was informed that their testing has been completed. The iabp has been returned to the department ready for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) would not complete a full start-up. About 15 seconds after turning the iabp on, the system audio warning would sound, and the monitor would remain blank. The customer also reported that the iabp would intermittently display electrical test fails code #4. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.